Event description:
During a customer call to baxter's technical service center regarding a caution negative ultrafiltration alarm the patient's caregiver (cg) reported that when she was out of the room, the home patient (hp) disconnected herself and did not follow aseptic procedures. During follow-up with the patient's peritoneal dialysis nurse in 2009, it was revealed that the hp is on hemodialysis. The nurse indicated the reason for the patient being switched to hemodialysis was due to the patient having fungal peritonitis. Global pharmacovigilance contacted the nurse the next day and received the following information: in 2008, the female patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag (total combined daily volume of 7l/day) intraperitoneally for peritoneal dialysis (pd). In 2009, the patient was hospitalized for peritonitis manifested as abdominal pain. On that date, a peritoneal effluent culture revealed enterobacter cloacae and candida lusitaniae. The patient began treatment with vancomycin and cefepime. Six days later, a repeat peritoneal effluent culture was still positive for candida lusitaniae. The following day, the patient's pd catheter was pulled out and the patient began hemodialysis. There was no exit site or tunnel infection, and it was indicated that the patient did not routinely reuse supplies. The peritonitis was considered resolved the same day, upon removal of the catheter and the patient was discharged. Per the reporter, the peritonitis was not related to dianeal therapy. Seven months later, the patient's nurse was contacted to obtain the product code involved in the incident and it was reported that the patient has been transplanted.

Manufacturer narrative:
The sample was discarded.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire fracture occurred. The 100% stenosed lesion was located in the non-tortuous and mildly calcified peroneal artery. As the physician advanced and rotated the platinum plus guidewire across the lesion, it was noted that the wire was not 'responding well' and that the torque response of the wire was lost. The physician removed the platinum wire and under fluoroscopy noted that the radiopaque tip had fractured and remained embedded in the vessel. An attempt was made to snare the detached platinum wire fragment, however, this attempt was unsuccessful. The physician decided to leave the detached fragment inside the patient the physician did not complete this procedure due to this event. It is unknown if there were any additional patient complications. The patient's status was reported as 'stable'. An unspecified time after this event the physician noticed that the platinum wire fragment was sticking out of the vascular access puncture. The physician used fluoroscopy and removed the entire detached platinum wire fragment outside of the patient.

Manufacturer narrative:
(B) (4)a manufacturing batch record review was performed with no issues noted during the manufacturing process or deviations from standard procedure.